Manufacturer narrative:
Device evaluation: the nail was returned for evaluation. A visual inspection revealed a deep scratch on the housing tube. The provided patient x-rays show that the gap between the distraction rod and coupler is significantly smaller in the first x-ray than the gap shown in the second x-ray. This would indicate that it is possible that the nail was retracted. Further examination through in-house x-rays indicated that the device was retracted to the point of compressing the anti-jam washer, however, there no damage noted as a result. Functional testing was conducted and the nail met acceptance criteria. Additionally, distraction was successfully performed using a standard fast distractor and external remote controller (erc). Based on these findings, the failure to distract was unsubstantiated as testing showed that the erc could still distract the nail and exert force. The nail was functioning as intended.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail was not expanding and a revision procedure had to be performed. The patient used a wheelchair to ambulate and has no history of trauma or accidents. No additional information has been provided.